Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the unit was shutting down due to saturated sieve beds, which confirmed the original complaint issue. The complaint issue of no alarm was not confirmed.

Event description:
Provider states when the unit gets to setting 4 it shuts off, no alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states when the unit gets to setting 4 it shuts off, no alarm.